Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the epgs. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the electronic patient gas system (epgs) failed calibration. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. Calibrations were successful; however, the system indicated the need for another calibration almost immediately and eventually calibration was unsuccessful. The sensor was removed and checked in ambient air which was within specification. Calibrations were performed while monitoring the sensor output and the pst observed that during calibration the output was climbing steadily however, once the calibration was finished, the on-screen oxygen (o2)% value read higher than before when the system required another calibration. With a luo o2 sensor installed into the epgs, the epgs calibrated successfully and the o2 blends held steady. It was determined that the original o2 sensor performed inconsistently throughout the evaluation. The service repair technician (srt) duplicated the reported complaint. The epgs was powered up and the o2 analyzer calibrated. Less than a minute later the o2 analyzer needed another calibration. The srt replaced the o2 sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.